Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Reportedly, for some occurrences, the customer could not recall how they addressed the occlusion alarms, however, for the rest of the occlusions, the customer resumed insulin to address the issues.